Event description:
It was reported that a spectrum pump failed downstream occlusion testing. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the failed downstream occlusion testing caused by a failed downstream force sensor. The failed force sensor assembly was replaced.